Event description:
It was reported that a pt underwent a sling procedure in 2008. The pt also underwent a hysteroscopy, polypectomy, and dilatation and curettage concomitantly. There were no intraoperative complications. Upon discharge from the hosp, the pt's voiding pattern was abnormal and the pt had an in-dwelling catheter in place. It was reported that about 9 days later, the pt was diagnosed with a urinary tract infection. As a result, the pt was placed on the antibiotic keflex for ten days. The event was reported as resolved.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500aa form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.